Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection and testing, the user complaint was confirmed. The device switch was damaged and could not be pushed. The power switch was of the old version. In addition is observed, worn out scope socket slider switch causing intermittent use of high intensity mode, corrosion in the air tubing and pump, and front panel is cracked. Olympus lamp 50+ hours, light output within specifications. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use the power switch collapsed into the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.